Event description:
The customer has been having intermittent problems with the rubella calibration on the axsym analyzer in 2008. The customer stated that, the stability was unpredictable and that the negative control was given out of range results. The customer received a new lot of calibrator and found that it recovered good results. No impact to patient management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.